Event description:
Customer states patient was receiving antibiotics and IV fluids through ij. The 1657 tegaderm chg from kit covered the insertion site. Dressing had been in place less than 24 hours and daily dressing changes were occurring due to skin condition of patient described as third spacing where fluid moves into interstitial spaces. Nurse alleges patient developed "redness and discharge under the gel pad. One hundred percent well adhered yellow eschar" under chg gel pad. Catheter was removed in response to skin condition. No cultures were done. Skin condition was improving.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.